Event description:
It was reported by the user facility that the combiset bloodlines pooped off the hemodialysis machine during treatment. According to the facility biomedical technician, the user must not have properly tightened the bloodlines to the machine. The pre-machine transducer protector was swapped out and treatment was completed. The pt reportedly lost 20 mls of blood. According to the pt's rn, the pt was asleep when the incident occurred and did not awaken. The pt had no adverse effects from the incident; his hemoglobin levels were normal and he was fine after treatment. He had a little cramping in his leg and was given saline, but for him this is reportedly normal. Sample disposed.

Manufacturer narrative:
The device has not been returned for physical eval. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.